Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The user facility reported that the impella cp was placed emergently overnight due to cardiogenic shock. Early the next morning, darker red urine appeared. Echocardiogram obtained and showed cp in good positioning. The impella was decreased to p5 and a decision was made to escalate to 5.5. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The pump was returned for investigation. No physical damage was noted on the returned product. No biomaterial was observed on the pump. The pump was run per specifications in a bucket of water. The pump was sent for hemolysis testing, and it passed with an mih result of 5.32. According to the clinical notes, hemolysis was suspected due to red urine on the morning of 29-may. The doctor reduced the p level to p5, and urine output (uop) returned to normal, reported around 4 pm. Data logs were provided until noon on 29-may. The available data log shows no signs related to the patient condition, improper positioning, or interaction with biomaterial. The cause of the hemolysis issue was not determined since issue did not reproduce on returned product and data log was not provided to confirm the field run activity during time of hemolysis.